Event description:
It was reported that a patient underwent an exploratory laparoscopy for a right ovarian cyst, a dilation and curettage, hysteroscopy, and an endometrial thermal ablation procedure in 2009. During the procedure, after six minutes of therapy, there was a sudden drop in temperature and pressure and the machine shut down. All fluid was removed from the balloon and the catheter was removed. The surgeon tested the balloon immediately and the balloon was intact. The doctor went in laparoscopically again and then noticed a three to four centimeter preformation in the fundus. At this point the general surgeon was called in to check the bowel which looked fine. A vaginal hysterectomy was performed. The pathology report of the hysterectomy found extensive endometrial coagulation artifact, post balloon thermal ablation, uterine perforation at the fundus with coapted edges with coagulation artifact, superficial adenomyosis, chronic cervicitis with squamous metaplasia and nabothian cysts.

Manufacturer narrative:
Conclusion: the device instructions for use state: "the device is contraindicated for use in: a patient with a known or suspected endometrial carcinoma (uterine cancer) or premalignant change of the endometrium, such as unresolved adenomatous hyperplasia".